Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer treated for high blood glucose with syringe. Customer was assisted with troubleshooting. The customer's wife was advised to contact the endocrinologist or endocrinology office to get instruction on treating her husband for high blood glucose event. The insulin pump will not be returned for analysis.